Manufacturer narrative:
Eval: results: thrombosis.

Event description:
Two endeavor drug-eluting stents were implanted (overlapping) in the proximal lad. (MFR report#295320-2008-01250). Patient was asymptomatic/free of symptoms at 30 days; 6 month and 12 month follow up. Approximately 21 months following stent implant, stent thrombosis was reported to have occurred. A new onset of stress-angina at low workload was reported. A revascularization was performed as a result of this event. Relationship to endeavor is definitive. It is reported that a ptca revascularization of the proximal lad was carried out approximately 21 months following stent implant. Patient was asymptomatic at 24 months follow up.